Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, functional testing was performed and revealed the motor did not function properly. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(4) 2012. Placeholder.

Event description:
It was reported that the device stopped rotating during operation and it seemed that there was no air circulating within the cad unit. Hoses were replaced but it still would not rotate. This is report 1 of 1 for complaint #(B)(4).